Manufacturer narrative:
The manufacturer had previously reported a device's active exhalation control module was replaced to correct an issue. This was not correct. The device's sensor board was replaced to address the issue not the active exhalation control module.

Event description:
The manufacturer received information alleging a ventilator has an issue associated with the active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.